Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was unknown. The customer states that low battery alarm occurred every 15 days. The device will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed displacement test and self test. The adapt tool confirmed the unloaded voltage and loaded voltage was within specification range. No low battery alert noted during testing. Pump error 63 was confirmed in the device history due to broken pin 6 trace on keypad assembly. Device received with scratched case, pillowing keypad overlay and faded serial number label. The p-cap does lock properly.